Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium heparin had gel issue. Customer¿s verbatim: ¿ we would like to report gel issue on the bd cpt, lot no: 8152658, exp 2019-06-30. Total of 2 tubes were collected from the patient and sent to eurofins within 24 hours. What specific date did this incident occur? (B)(6) 2019. Can you provide the ref or part number? Bd cpt tube (sodium heparin). Was there any serious injury? This a clinical trial. Was there any exposure to blood or other bodily fluid? No. Were there any erroneous results? If so, no analysis. What results were abnormal? What instrument was used? What was the condition of the sample? What is your collection method? Due to this incident, was there a change in course of treatment? No. Was there need for a medical intervention? No. Was there any safety issues at all? No. Were any other actions taken due to the incident? No. We received pictures for the investigation, thank you. Are there samples available to be sent back for the investigation? If so, let us know and we can send you a return label for your convenience. No".

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tube with sodium heparin had gel issue. Customer¿s verbatim: ¿ we would like to report gel issue on the bd cpt lot no: 8152658 exp 2019-06-30. Total of 2 tubes were collected from the patient and sent to eurofins within 24 hours. What specific date did this incident occur? (B)(6) 2019 can you provide the ref or part number? Bd cpt tube (sodium heparin) was there any serious injury? This a clinical trial was there any exposure to blood or other bodily fluid? No were there any erroneous results? If so, no analysis what results were abnormal? What instrument was used? What was the condition of the sample? What is your collection method? Due to this incident, was there a change in course of treatment? No. Was there need for a medical intervention? No. Was there any safety issues at all? No. Were any other actions taken due to the incident? No. We received pictures for the investigation, thank you. Are there samples available to be sent back for the investigation? If so, let us know and we can send you a return label for your convenience. No ¿.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 373360. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.